Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to blurry vision for near and far distance in the patient's left eye. The lens was replaced and the patient was reported to be doing fine.

Manufacturer narrative:
Date of birth/age: unknown, has been requested but not provided. (B)(4). Manufacturing record review was performed and the in-line optical inspection data showed high contrast ratio value and that the lens was within specification in terms of optical and cylinder power and resulting contrast. There were no associated nonconformity material reports. The sterilization batch was released and there were no non-conformances. Results of environmental control noted there were no complaint related environmental monitoring non conformances. The production order number was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Visual inspection with the unaided eye showed that the return intraocular lens (iol) was received cut in pieces most probably to make the explant possible. In addition one of the haptics was missing. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The optic was damaged and scratches were present. The lens is contaminated and dust particles were present, which is a condition consistent with a lens that has been explanted from the patient's eye and transported in a non-sterile, non-environmental controlled area. The complaint type of visual disturbance (blurry vision for near and distance) could not be confirmed. All pertinent information available to abbott medical optics has been submitted.